Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic lower back pain just above tailbone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), fractured coccyx ("my tailbone has been broken"), neuropathy peripheral ("neuropathy"), stenosis ("stenosis") and spondylitis ("spondylitis"). At the time of the report, the back pain, neuropathy peripheral, stenosis and spondylitis had not resolved and the fractured coccyx outcome was unknown. The reporter considered back pain, fractured coccyx, neuropathy peripheral, spondylitis and stenosis to be related to essure. The reporter commented: chronic lower back pain just above tailbone, multiple mris an x-rays: they say my tailbone has been broken an now looks like the letter c. Neuropathy, stenosis, spondylitis were all given as diagnosis to define it but they cannot stop it. I had essure inserted in 2007 and have been in and out of doctors and emergencies since. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging on an unknown date: tailbone has been broken and now looks like a letter c. X-ray on an unknown date: tailbone has been broken and now looks like a letter c. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic lower back pain just above tailbone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), fractured coccyx ("my tailbone has been broken"), neuropathy peripheral ("neuropathy"), stenosis ("stenosis") and spondylitis ("spondylitis"). At the time of the report, the back pain, neuropathy peripheral, stenosis and spondylitis had not resolved and the fractured coccyx outcome was unknown. The reporter considered back pain, fractured coccyx, neuropathy peripheral, spondylitis and stenosis to be related to essure. The reporter commented: chronic lower back pain just above tailbone, multiple mris an x-rays: they say my tailbone has been broken an now looks like the letter c. Neuropathy, stenosis, spondylitis were all given as diagnosis to define it but they cannot stop it. I had essure inserted in 2007 and have been in and out of doctors and emergencies since. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: tailbone has been broken and now looks like a letter c. X-ray - on an unknown date: tailbone has been broken and now looks like a letter c. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.